Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-00060. It was reported the patient lost stimulation therapy. X-rays revealed the patient's lead have migrated. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00060. Follow-up information revealed the patient received stimulation in the incorrect location. However, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were repositioned. Effective stimulation was restored following the procedure.